Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 1000 mg/dl and a high level of ketones. The cause of elevated bg was unknown; however customer believes it was possibly due to a "bad site." Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer declined further troubleshooting with tandem technical support. Reportedly, customer reverted to an alternate form of insulin therapy.